Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovered system error 105 caused by a missing motor assembly. The motor assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There was no patient involvement.